Event description:
The customer's wife reported that the insulin pump alarmed five battery out limit, weak, and bad battery. He kept resetting the time and date on the insulin pump. The battery cap was slit. Customer's blood glucose level was 137 mg/dl. The batteries were out of the insulin pump greater than the duration allowed by the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification no failed battery test, battery out limit alarm, or weak battery alarm noted. However, unit received with corroded battery tube. Unit received with missing end cap sticker, minor scratches on lcd window, cracked case at reservoir tube window corners, and stripped battery cap coin slot.